Manufacturer narrative:
Evaluation summary: evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(4). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On (B)(4) 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On (B)(4) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. Based on continued trending of all acrysof® models the acrysof® iq toric sn6at6, sn6at7, sn6at8 and sn6at9 intraocular lenses (iols) for the (B)(4) market were added to the voluntary recall (29-sep-2015). There have been no other complaints reported in the lot number.

Event description:
Additional information was provided by the surgeon, who reported that hyperemia and 3+ anterior chamber cells were also observed on the third postoperative day. Posterior synechia was observed on the fifth postoperative day. The patient was treated with antibiotics, steroids and non-steroid anti-inflammatory medication. The symptoms resolved after the initial medication treatment. A bacterium inspection was performed with a negative result. The surgeon clinical judgment of the event is that it was non-infectious based on the following explanation: there was mild level of hyperemia and no eye pain was observed at the initial examination, but many cells were confirmed. It was determined as non-infectious, because fibrin appeared when the symptoms were aggravated.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since mid-january 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(6) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis. There was strong fibrin observed on the third postoperative day. The surgeon indicated that it is possible that the patient's respiratory disease is the cause of the endophthalmitis. The event occurred approximately one year ago. The patient was treated with eye-drop pulse dosing and intravenous drips. The symptoms have resolved. A bacterium inspection was not performed. The lens remains implanted. Additional information has been requested.